Manufacturer narrative:
Date of event was estimated as (B)(6) 2016 since the caller reported that the event occurred during the week of (B)(6) 2016 investigation is pending.

Event description:
The caller (end user) alleged a variance between the inratio inr result and an alternate point of care (poc) inr result which occurred during the week of (B)(6) 2016. Results are as follows: inratio inr poc inr 3.1 1.2 therapeutic range: 2.0 - 3.0. The time between testing was fifteen (15) minutes. The caller reported that multiple drops of blood was added to the inratio testing strip. This is considered to be an improper technique when performing the inratio test. After the poc inr result of 1.2, the caller's warfarin was increased from 10mg to 12.5mg for two (2) days. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 371283ar was performed and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.